Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes, and durations were not reported) and the patient recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal therapy was ongoing at the time of this event. No additional information is available.